Manufacturer narrative:
As the serial number for the reported device was not provided by the customer. The customer's product has been requested back for investigation and a follow-up report will be sent if new information is obtained.

Event description:
A customer reported that she had received high readings on her adc meter (no specific readings reported) and had run out of test strips for her meter and all of the pharmacies in her area were out of stock. The customer also stated she was unable to read the adc customer service number on the strip insert which delayed her from calling adc to receive replacement test strips. Customer reportedly took insulin and lost consciousness and fell while in the shower bruising her back, arms and legs. She further stated she laid in her shower for 3 hours with the water running. Customer did not seek third party medical intervention and no diagnosis was reported. Customer stated she ate food to help counteract the medical event. No additional information was provided. There was no report of death or permanent impairment associated with this report.